Manufacturer narrative:
(B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: difficult to deflate has caused or contributed to pt injury previously. Device issue: difficult to deflate. It was reported that after inflation (unk pressure) of the nc voyager inside a restenosed biliary stent in the renal (unk stent type), the balloon would not deflate. After several attempts to deflate the balloon by pulling negative failed, the balloon was removed inflated from the pt. There were no pt effects reported and the pt is reported to be fine. No additional event or pt info is available.